Event description:
The pt stated that in 2006, she began to experience symptoms of low blood glucose. She attempted to test on her meter, but the meter would not work. She passed out, and the paramedics were called. The paramedics gave the pt a glucagon injection and took the pt to the hospital; she was treated with IV glucose and she stayed overnight for observation. The pt does not recall what any of her blood glucose results were on the hospital or paramedic's meters. It would have been helpful to know how long the pt was unable to test prior to passing out, the pt's medication regimen, the results on the hospital/paramedic meters, her test frequency, and any changes made her diabetes treatment regimen when unable to test. During troubleshooting with the lfs customer service representative, the pt reported seeing the battery icon on the bottom of her screen. The pt stated she had not replaced the battery in her meter according to the owner's manual. This complaint is being reported, although there is no evidence of a meter malfunction; the pt could not test on her meter and during that time, she became hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.